Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely water invaded scope connector during user handling. It caused an abnormality in electronic components and error message b30 was displayed. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿-inspection of the endoscopic image -when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. -do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the complaint was not confirmed. Evaluation found an electrical continuity error due to water ingress and the b30 error message disappeared after the scope was aerated. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the evis lucera elite bronchovideoscope had suspected water ingress into the light guide plug. The issue occurred during reprocessing prior to a procedure. There was no delay and the procedure was completed using a similar device. There were no reports of patient or user harm associated with this event. Inspection and testing of the returned device found that a b30 scope communication error message was displayed. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.